Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was revised. The femoral component, yoke, and tibial bushing were revised. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h4; h6. H6 : proposed code: mechanical (g04) femur. Visual examination of the provided picture identified the explanted devices. However, due to the quality of the photo, further analysis could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: bone quality is markedly osteopenic. Periprosthetic fracture of the distal left femur was noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cp114875 - oss xrs yoke - unknown. Cp114876 - oss xrs tibial bushing - unknown. Cp114874 - oss xrs non mod tibial 50mm - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee procedure on an unknown date. Subsequently, the patient was walking, felt unstable, and fell fracturing the bone just above the current femoral prosthesis. The patient is scheduled for a revision. Attempts have been made and all available information has been provided.